Event description:
This is a report of an unspecified failure with a homechoice cycler for peritoneal dialysis (pd) therapy. The specific failure was not reported. No information about patient involvement was provided. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation of the reported condition of an unknown failure. The event history log review task identified multiple instances of check heater line alarm. The reported issue was confirmed during visual and functional testing and was determined to be check heater line alarm. The assignable cause for the reported issue was determined to be the membrane gasket and door piston. The device underwent full functional testing, electrical testing, calibration, and a simulated therapy without any additional issues being identified. The door piston and membrane gasket were scrapped. Should additional relevant information become available, a supplemental report will be submitted.